Event description:
An office nurse in (B)(6) reported to our company representative that they had a dell x50 handheld charging cradle that is no longer working - the pins in the cradle socket were reported to be bent. The cradle has been received by our country representative in (B)(4) and is pending shipment to the (B)(4) office.